Event description:
It was reported that the customer received no delivery alarms twice. Customer was unavailable at the time. Customer could not be reached after three attempts. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.